Event description:
It was reported that the ventilator had peep readings of 14 while connected to the patient. Then, within 2 breaths, the peep dropped and would record >6 with audible alarms. There were no abnormalities in circuit or connections. The spo2 (90%) started falling with an audible alarm and did not increase despite increase in fio2. When the spo2 decreased to the upper 70s, the patient was placed back on the hospital vent where the spo2 increased back to normal. The patient was ventilated by bvm for transport.